Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: I'm sending this email because we have two t1s that the users said had an issue when in the high flow o2 mode. They said "over the weekend the team set up high flow and at the start of this mode the hamilton was not delivering any flow. It resolved for both by turning the vent off and then back on. Both teams went through trouble shooting and there was not anything identified to impact this". I checked but wasn't able to reproduce the reported issue with either vent. Both vents worked fine in the high flow o2 mode right away for me, but would like bomimed/hamilton to have a look at the attached event and instrument logs from these two vents (sn: (B)(6)) to see if there is anything in them that may explain what may have caused the issue noted. I can see in the event logs (when displayed on the t1 screen) that they did turn on the vents, set them to high flow o2 mode and let it run for just few minutes before turning them off and restarting them again in the high flow o2 mode again before it seemed like maybe it was working for them. Start date/time was on mar 10th around 4pm-5pm for your reference. Patient desaturation but recovered, no health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: I'm sending this email because we have two t1s that the users said had an issue when in the high flow o2 mode. They said "over the weekend the team set up high flow and at the start of this mode the hamilton was not delivering any flow. It resolved for both by turning the vent off and then back on. Both teams went through trouble shooting and there was not anything identified to impact this". I checked but wasn't able to reproduce the reported issue with either vent. Both vents worked fine in the high flow o2 mode right away for me, but would like bomimed/hamilton to have a look at the attached event and instrument logs from these two vents (sn: (B)(6)) to see if there is anything in them that may explain what may have caused the issue noted. I can see in the event logs (when displayed on the t1 screen) that they did turn on the vents, set them to high flow o2 mode and let it run for just few minutes before turning them off and restarting them again in the high flow o2 mode again before it seemed like maybe it was working for them. Start date/time was on mar 10th around 4pm-5pm for your reference. Patient desaturation but recovered, no health consequences or impact.